Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. The noise was reproduced in clinic with isometric testing and pocket manipulation. Several short-duration auto mode switch episodes were also noted. No patient symptoms reported. The clinic noted the patient will be brought back in 3 months and a home monitor adapter was ordered for home monitoring. The device estimated longevity is 4.8 months to eri, and the lead will be evaluated prior device changeout.

Event description:
New information received indicated that lead extraction was performed due to a possible lead fracture. The cause of the fracture is not known. Noise was previously seen on remote transmissions, indicative of lead fracture. The extraction was performed during a device change out due to eri, and the lead was discarded. Patient had no reported symptoms.